Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that "skin is rolling up and getting stuck in mesher when it is being rolled through" while using the zimmer skin graft mesher. There was no report of injury or medical intervention associated with the incident.